Event description:
It was reported "recently when I was removing the peel-away sheath, it's broken from the top part so then it was difficult to peel and separate the sheath. However, in this case, the break did not occur, meaning we had to remove the entire PICC instead of just the sheath." The sheath and PICC was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "recently when I was removing the peel-away sheath, it's broken from the top part so then it was difficult to peel and separate the sheath. However, in this case, the break did not occur, meaning we had to remove the entire PICC instead of just the sheath." The sheath and PICC was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Signs of use in the form of biological material were observed on the sheath extrusion and tabs. Visual inspection revealed that the peel-away sheath extrusion was torn directly adjacent to one tab. Microscopic examination confirmed the damage and revealed that one side of the sheath was completely down the score lines. The total length of the sheath measured 2 3/4", which is within the specification limits of 2 5/8"-2 7/8" per the sheath product drawing. The sheath outer and inner diameters could not be accurately determined due to the condition of the returned sample. A device history record review was performed, and no relevant findings were identified. The peel-away IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding". The report of a broken peel away sheath tab was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath extrusion had separated directly adjacent to one tab. Based on the customer report and the sample received, it was determined the likely root cause of this complaint is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.